Event description:
It was discovered during a pm, that the 6600 system had chipped paint under the tube cover. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was cleaned and the cover replaced during the service call. The system was tested and found to be working as intended, and put back into service.